Manufacturer narrative:
Other, other text: device evaluation: one level 1 hotline low flow system was returned for analysis. Visual inspection performed, and product found to be in good condition. The device was started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on power switch. The investigation could not confirm the customer complaint. According to the investigation, the no fault found no action required.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the level 1 hotline low flow system (hl-390) was leaking from the connector. No patient injury or complications were reported in relation to this event.